Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided. Ultimately the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.